Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room after experiencing light headedness and dizziness when he crossed his chest with his left arm. Upon interrogation, inhibition of capture was noted when patient crossed his left arm to his right shoulder. Programming changes were made precautionary and patient was admitted. Pocket stimulation was noticeable with positional patient position that the patient did not seem discomforted by. The lead was capped and replaced without incident on (B)(6) 2019. The patient was stable after the procedure.